Event description:
It has been identified by the healthcare professional that the device associated with this complaint is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported left side rupture found during explant surgery. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.